Event description:
The customer reported the system would not turn on. The on/off switch was stuck in the "on" position.

Manufacturer narrative:
The ge service rep replaced the surge suppressor and on/off switch, verified bootup, system operates as intended.